Manufacturer narrative:
D4 and h6: updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were hydrogen leaks. Discovered during inspection of the tube set assemblies and were not caught during the individual rotator inspection. There appears to be a weld line defect. There was no patient involvement, and no adverse event reported.